Event description:
Pt presented with pain, redness, and discharge at the emergency room and diagnosed with viral conjunctivitis in the right eye. He was prescribed ciprofloxacin, naphcon ophthalmic solution, and percocet. He was referred to an ophthalmologist and diagnosed with corneal ulcer, od. Treatment was initiated with gentamycin and vigamox. He was referred to a corneal consultant who confirmed diagnosis of contact lens related corneal ulcer and prescribed gentamycin and bacitracin. At follow-up visit ten days later, pt was diagnosed with corneal ulcers ou and corneal opacity os, and treatment initiated with vigamox and pred forte ou. Corneal ulcers in both eyes healed completely with some scarring as indicated by the medical records. Vigamox and pred forte were tapered. There was no permanent decrease in visual acuity.